Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: <IFU statements> the gore® molding & occlusion balloon catheter instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the reported complaint. <warnings> **3) do not inflate the balloon in areas of significant calcified plaque. [It may result in balloon rupture, vessel damage and/or particulate embolization.] <usage of this product> 4. The volume of diluted contrast solution used to inflate the balloon catheter will determine the approximate balloon diameter achieved (table 2). Under fluoroscopic guidance, inflate the balloon and observe if adjustment of the diluted contrast solution volume is required to optimize balloon contact. To avoid vessel trauma, do not over-inflate the balloon in relation to the diameter of the vessel or other devices. <defects and adverse events> major adverse events: trauma to the vessel wall, including spasm, dissection, perforation or rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment of the left internal iliac artery aneurysm using a gore® excluder® aaa endoprosthesis. An iliac extender endoprosthesis was implanted in the left common iliac artery to the left external iliac artery. Then, a touch-up ballooning was performed to the iliac extender endoprosthesis. An angiography was performed and it revealed a rupture of the middle of the left common iliac artery. Additional iliac extender endoprosthesis was implanted to treat the rupture. The angiography confirmed stop bleeding. The patient tolerated the procedure. The physician stated that a pressure for touch-up ballooning was too strong. Reportedly, there was calcification in the middle of the left common iliac artery. And it was reported it is possible the cause of the rupture that the iliac extender endoprosthesis (16mm) was implanted in where the inner diameter was 11mm and the touch-up ballooning was performed strongly.